Event description:
Caller reported a temperature alarm with the pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged for the replacement of the pump, provided instructions for storage mode and return, and confirmed the shipping address.